Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to fill with water in an arctic sun device, but the water level sensor shows full. Pump replacement and preventive maintenance need to be performed.

Event description:
It was reported that they tried to fill with water in an arctic sun device, but the water level sensor shows full. Pump replacement and preventive maintenance need to be performed. Per sample evaluation results on 20feb2024, it was reported that the arctic sun device had circulation pump issue.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. Corrections: d, g, h. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to fill with water in an arctic sun device, but the water level sensor shows full. Pump replacement and preventive maintenance need to be performed. Per sample evaluation results on 20feb2024, it was reported that the arctic sun device had circulation pump issue.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.